Event description:
Information received notes no observable ventricular output and loss of ventricular capture at the end of an atrial capture test. The ECG printout showed atrial pacing at 125 ppm with a protracted period of ventricular asystole. Also noted was a spontaneous ventricular tachycardia. Exposure to electrocautery or an error made during testing were noted as possible causes for the loss of output and capture. The patient was pacemaker dependent.